Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that erroneous results were obtained on four patient samples when the instrument indicated an error message of ¿temperature out of range¿ on the cuvette on a dimension exl with lm integrated chemistry system. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse observed the disconnected cuvette ring cooling fan hose, made twenty cuvettes, and reattached it. Further, the cse replaced the blower, heater, and waste bottle cap assembly for cracked or leaking vacuum fitting. Next, the cse observed cr4d was switching on/off, determined that the cuvette cooling blower was running with good air flow at the thermal chamber end of the hose before reassembly, reattached the hose with cr4d, which was toggling on/off, made hundred cuvettes, and reseated the cuvette board. Then, the cse restarted the instrument, made hundred cuvettes without any errors, calibrated all temperatures, and ran a check, which passed without any errors. The customer ran sixty-eight tests without any thermal errors. Siemens evaluated the event and determined that the detached/disconnected cuvette ring cooling fan hose potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneous results were obtained on four patient samples when the instrument indicated an error message of ¿temperature out of range¿ on the cuvette on a dimension exl with lm integrated chemistry system. It is unknown whether the erroneous results were reported to the physician(s). It is unknown whether the samples were repeated. The customer did not provide any patient sample results data. There are no known reports of patient intervention or adverse health consequences due to the erroneous results and ¿temperature out of range¿ errors on the cuvette.